Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the patient experienced pneumothorax. The right atrial (ra) lead exhibited placement difficulty and far field r-wave (ffrw) oversensing. The right ventricular (rv) lead dislodged when removing the ra lead. The rv lead remains in use. The ra lead was removed and will not be replaced. No further patient complications have been reported as a result of this event.